Event description:
A patient reportedly called from a doctor's office about the meter. Their meter allegedly would only prompt "apply sample" message. Issue was not resolved. Patient reported no symptoms. Patient was unable to get a reading on the meter. Patient stopped taking their insulin. Unknown if patient was tested and treated at the doctor's office. No further information has been reported.